Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the after a manual prime was finished, they would press the escape button but the cursor would be positioned at the rewind and not at the fixed prime. The customer's blood glucose level was unknown. The issue had occurred for one month. The device will not be returned for analysis.